Event description:
Lasik eye surgery with the following adverse effects: severe "halos" and sensitivity to light sources, reduced night vision and driving ability, extreme dry eyes, slight vision blurriness/nearsightedness not completely corrected.